Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the reported failure to be the solder was not adhered to the pads of pins 4 and 5 of an integrated circuit chip, designator u4. This caused intermittent operation of the "energy select" and "charge" buttons.

Event description:
It was observed that they would not deliver defibrillation therapy manually using the "charge" and "energy select" buttons. The device would, however, still deliver defibrillation therapy using the AED mode. There was no patient use associated with the reported failure.